Manufacturer narrative:
On 13-dec-2024: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Toothbrush heads slip off very easily while using the toothbrush - oral-b [device breakage]. Toothbrush heads do not attach anymore - oral-b [device connection issue]. Case narrative: consumer reported via e-mail that the oral-b toothbrush heads did not attach to the oral-b toothbrush handle and slipped off very easily during use. No injury was reported. On 03-nov-2024 via image: the suspect product was oral-b rechargeable toothbrush handle 3791 junior model d305.513.3k. No injury was reported. On 05-nov-2024: follow-up via e-mail: the reporter was a relative/friend to a male consumer. The concomitant product was oral-b power oral care refills crossaction eb50. The suspect product lot was ca33130036. The concomitant product lot was 4197b211t0. No injury was reported. On 03-dec-2024: case update from information initially received on 14-nov-2024: the suspect product lot was 3ca33130036. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Tooth brush heads [...] Slip off very easily while using the tooth brush - oral-b [device breakage] tooth brush heads do not attach anymore - oral-b [device connection issue]. Case narrative: consumer reported via e-mail that the oral-b toothbrush heads did not attach to the oral-b toothbrush handle and slipped off very easily during use. No injury was reported. 03-nov-2024 via image: the suspect product was oral-b rechargeable toothbrush handle 3791 junior junior model d305.513.3k. No injury was reported. 05-nov-2024 follow-up via e-mail: the reporter was a relative/friend to a male consumer. The concomitant product was oral-b power oral care refills cross action eb50. The suspect product lot was ca33130036. The concomitant product lot was 4197b211t0. No injury was reported.